Event description:
It was reported that the balloon was difficult to remove. A percutaneous coronary intervention was being performed on a 100% stenosed, severely calcified and moderately tortuous lesion in the left anterior descending artery. The 10mm x 2.5mm wolverine coronary cutting balloon was inflated to 12 atmospheres at the lesion area. A second dilation was performed at 15 atmospheres. The balloon was then attempted to be removed but could not be removed. It was slowly pulled back and was able to be removed. Upon removal, the wire lumen was found to be flattened. The procedure was successfully completed with a 2.75mm wolverine coronary cutting balloon with the same guidewire without issue or patient injury.